Event description:
Complainant alleged that during an evaluation of the product, the device's display screen was found to be broken and unreadable. The complainant indicated that there was no pt involvement in the reported failure.